Manufacturer narrative:
The manufacturer received a voluntary medwatch ( mw5116202) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In addition, the customer alleges diffuse aggressive large b-cell lymphoma, stage 4, several tumors in several organs, and kidney cancer. The patient has undergone chemotherapy as well as had their kidney removed. This was reported in error. This device not reportable in relation to the recall. Disregard previous report filed by manufacturer.

Event description:
The manufacturer received a voluntary medwatch ( mw5116202) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In addition, the customer alleges diffuse aggressive large b-cell lymphoma, stage 4, several tumors in several organs, and kidney cancer. The patient has undergone chemotherapy as well as had their kidney removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.